Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4). No anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during an implant attempt the lead could not be successfully positioned with acceptable thresholds due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.